Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling sl balloon catheter with a v-18 guidewire inside the shaft. 43 inches of the distal section of the guidewire protruded from the catheter. The section of wire found outside the catheter showed some kinked sections located at 116.9 inches, 117.3 inches, and 86 inches from the proximal end. Both the guidewire body and distal tip were kinked. After many attempts, it was possible to remove the guidewire from the catheter. When the guidewire was removed from the catheter, another kink was encountered at 19.29 inches from the proximal end. Residues of dry blood were found on the guidewire surface that was initially stuck inside the sterling balloon catheter. No more visual damages were found in the device. Dimensional inspection of the overall length, outer diameter (od) of the distal tip, od of the middle section, and od of the proximal section was performed and the device was within specification. Dimensional inspection of the device found that the device was a 300cm model.

Event description:
It was reported that the balloon catheter was stuck on the wire. The target lesion was located in non-severely calcified anterior tibial artery below the knee. Pre-dilation was performed with a 2.0mm sterling balloon. A 2.5mmx80mmx150cm sterling sl balloon and v18 guidewire were selected were selected for use. The balloon ruptured upon first inflation at 10 atmospheres. A 2.5mmx120mmx150cm sterling sl balloon was selected to continue the case. The 2.5mmx120mmx150cm sterling sl balloon catheter became stuck on the v18 guidewire and could not be pushed forward. Both balloon catheter and guide wire were then removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the balloon catheter was stuck on the wire. The target lesion was located in non-severely calcified anterior tibial artery below the knee. Pre-dilation was performed with a 2.0mm sterling balloon. A 2.5mmx80mmx150cm sterling sl balloon and v18 guidewire were selected were selected for use. The balloon ruptured upon first inflation at 10 atmospheres. A 2.5mmx120mmx150cm sterling sl balloon was selected to continue the case. The 2.5mmx120mmx150cm sterling sl balloon catheter became stuck on the v18 guidewire and could not be pushed forward. Both balloon catheter and guide wire were then removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.